Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: unknown, unknown persona femoral, lot # unknown. Catalog #: unknown, unknown persona bearing, lot # unknown. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if product will be returned.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
The following section needs corrected: no medical intervention has been reported; therefore no hospitalization (initial or prolonged) has occurred. Concomitant medical products: therapy date: unknown kne-persona-stems-unk kne-persona-femorals-unk kne-persona-bearings-unk reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event was not accurately provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03144.

Event description:
No further event information available at the time of this report.